Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inactive implantable cardioverter defibrillator (ICD) in the patient¿s right pectoral was giving an audible alert. The patient requested the ICD be explanted, as they had an active device implanted on the left side. The ICD was explanted. No patient complications have been reported as a result of this event.